Event description:
It was initially reported that the pt's pump was in flex mode receiving boluses every 4 hrs, a reset occurred at the time of the 0400 bolus. The pump was programmed to 2000 mcg/ml baclofen with a dose of 1200.9 mcg/day. An alarm was heard and confirmed by telemetry. Telemetry confirmed a critical alarm was occurring; the pump was in safe state, low battery reset. The pump was updated but was still alarming. There was a confirmed motor stall noted in the event logs with no motor stall recovery noted. The pt dose went from 1200 mcg/day to 12 mcg; the pt was in withdrawal and had been admitted to the hosp. The hcp planned to explant the pump. It was later reported that the pump contained lioresal. The pump was placed to simple continuous vs. Flex mode and the pt was awaiting replacement surgery date. The pt was currently comfortable and stable. Additional info has been requested and will be made as a f/u as it becomes available.

Manufacturer narrative:
(B)(4).